Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, blood in the balloon was seen. The lesion being treated was located in the mid left anterior descending (lad) artery. The physician pushed the 2.50x12 mm taxus express2 drug eluting stent past the lesion and when he pulled negative to place the stent, blood was seen in the balloon. The physician felt there may have been a pinhole in the balloon. The procedure was completed with another taxus express2 stent. No pt complications were reported. Pt status reported as "ok".